Event description:
Consultant reported during two (2) separate tfn procedures, drill stop did not stop when it hit the cannula. Surgeon is able to use with careful observation. There was no harm to the pts. This is the 2nd occurrence for the two complaint events. This is 1 of 2 reports.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4).

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4).

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.